Event description:
This issue affects the dose range checking (drc) functionality in cerner millennium applications. Drc is an automated method to compare a medication order dose against a pre-established safe range to assist the clinician in providing the correct dosage to a pt. The issue occurs when a medication order is entered in cerner millennium applications where multum drug content is used; a dose range checking alert may not be displayed. Cerner had not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification (B)(4) 2013 to all potentially impacted client sites. The flash notification includes a description of the issue, includes steps to help clients identify if they are affected, and notifies clients of the content update to resolve the issue for all sites that could be potentially impacted. Cerner considers this issue to be resolved and no further narrative is required for follow-up.